Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as reported inadvertently the stent had been partially deployed in the 6fr sheath; thus resulting in the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional supera device is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the distal superficial femoral artery (sfa). A 5mm armada balloon was used for predilatation. The balloon was inflated to 8 atmospheres for the duration of 60 seconds. The 5.0x80mm supera self expanding stent system (sess) was advanced and placed at the target lesion. The stent was deployed, however during removal the stent came out. It was not noted at the time but the stent had been partially deployed in the 6fr sheath. Ultimately, the delivery system and stent were able to be simply withdrawn from the anatomy. Then a 5.0x100mm supera was then placed; however again during removal of the sess, part of the stent was deployed in the sheath. The sheath was then pulled back which exposed the stent and deployment was able to be completed. When the delivery system came out without the nose cone, it was confirmed via fluoroscopy that the nose cone remained stuck at the proximal edge of the implanted stent. Attempts were made to snare the nose cone however were unsuccessful. The patient refused further intervention, therefore the procedure concluded. The flow within the stent implant was not impacted by the nose cone. No additional information was provided.